Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left renal arteries using a lantern delivery microcatheter (lantern), ruby coils, and pod packing coils. During the procedure, while advancing twelve ruby coils and pod packing coils individually through the lantern, the physician experienced resistance as each coil crossed the transition zone of the lantern. To prevent the ruby coils and pod packing coils from unintentionally detaching, the physician advanced them slowly through the lantern and placed them in the target vessel. It was reported that the physician decided to keep the lantern in place in order to not lose the vascular position. The procedure was completed using the same lantern. There was no report of an adverse effect to the patient.